Event description:
The detector was in the table mode. The detector did not maintain the horizontal position, and angled down toward the floor. The detector hit the technologist on the right foot in the middle of the foot, causing soreness of the foot. The technologist returned to work the following day. There was a pt in the room, but the pt was not involved in this event. A siemens service rep checked the unit, and found 3 of the 4 bolts that hold the detector horizontal had the heads broken off. The detector was replaced, and the original detector, along with the broken bolts, was returned to the factory for eval.

Manufacturer narrative:
There was no serious injury relating to this event. The risk of a death or serious injury is extremely low, however, we reported this malfunction in the abundance of caution.